Event description:
It was reported that the customer received no delivery alarm in the evening. The customer did not change the infusion set after the alarm. Customer requested assistance in bolusing. It appears that the customer bolusses several occasions in an hour. The customer stated having trouble bolusing. The paramedics were called out to treat the customer.